Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial (B)(4). The meter date setting was not correct at the time of testing. In the meter memory, both values were dated with a date of (B)(6) 2018, but the measurements actually took place on (B)(6) 2017. At 6:30 a.m., a sample from the patient was tested with the meter and the result was 5.2 inr. He stated that it took longer than a minute to obtain the blood sample. At 6:55 a.m., the patient stuck a new finger and obtained a sample with no trouble. This sample was tested on the meter and the result was 3.0 inr. The patient reported both values to his doctor's office, but felt that the 3.0 inr value was accurate. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The strip guide of the meter was clean, but has not been cleaned by the patient. The patient does not have hematocrit issues and does not have antiphospholipid antibodies. The patient does not use any other blood thinner medications. The patient was sick with a cold over the weekend of (B)(6) 2017. He took (B)(6) medication and was told that it would not affect his inr. The patient may not have been eating like usual due to the illness. The patient has had no diet or medication changes. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 255609-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, the result of 3.0 inr was not found. However, a result of 3.1 inr was found in the meter memory and this result was measured immediately after the result of 5.2 inr.